Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - one day post implant a decreased in rv sensing and impedance was noted. A dislodgement was found. A revision was planned for the next day. All available information suggests this lead remains implanted. No adverse patient side effects were reported. Should additional information become available, this event will be updated.